Manufacturer narrative:
The occupation is lay user/patient.

Event description:
Customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 9:00 am, the customer tested by fingerstick on the meter and the result was 4.0 inr. At 10:00 am, the customer had a lab test and the result was 2.8 inr. The customer has a therapeutic range of 2.0-3.5 inr. Customer has no antiphospholipid antibodies, no new illness, no diet changes, no medication changes, no bruising and is not anemic. There was no allegation of an adverse event. The customer's meter was returned for investigation. The returned meter was tested with the current master lot strips. Testing results: qc 1: 2.5 inr ; qc 2: 2.5 inr; qc 3: 2.6 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 8.3%. No information was provided in the complaint case that would point to a cause for the result discrepancy. The results alleged by the customer were not observed in the meter¿s patient result memory. Retention test strips (lot 286320) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The investigation did not identify a product problem. The cause of the event could not be determined.